Event description:
A customer reported difficulty with the quick bolus and wake button on their insulin pump, requiring multiple presses to activate. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on how to press the button correctly, confirmed that the pump was under warranty, and decided to replace it. The customer was informed about returning the problematic pump and agreed to put it into storage mode before shipping it back.